Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue against the island dressing 50/box. It was reported by the patient that this product gets him itchy when using it. The patient involvement was unknown, however there was a harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).